Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the catheters (B)(4) revealed no significant anomaly found; however, the catheter was returned in segments. Analysis lab received the 8596 proximal catheter + 8709 catheter + pin connector with the proximal strain relief sleeve attached and distal strain relief sleeve. Patency testing was done during decontamination and no occlusion or anomaly was seen. The catheter passed all testing and does not appear to have any significant anomaly.

Event description:
It was reported that during routine pump replacement due to expected end of life (eol) on (B)(6) 2012, no retrograde flow of cerebrospinal fluid (csf) was observed when the catheter was disconnected from the pump. Both the proximal and distal catheter segments were replaced during the planned pump replacement. The patient had no signs or symptoms of baclofen withdrawal and the patient had no other symptoms or injury related to the event. The device system was used to deliver baclofen.